Event description:
It was reported that the device exhibited backup mode via review remote transmission. The patient presented to the clinic, and the device was restored. The device was reprogrammed to previously programmed settings. There were no adverse health consequences, the patient was stable.